Manufacturer narrative:
The patient's indication for use was updated to non-malignant pain and failed back surgery syndrome.

Event description:
The patient¿s indication for use was non-malignant pain and failed back surgery syndrome.

Event description:
Additional information was received. The failures were listed as battery failure and delivery failure. Injuries included overdose, hospitalization, and surgery. The pump was explanted on (B)(6) 2015. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Event description:
The patient¿s indication for use was intractable spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.